Event description:
Per strips, there was noise on this lead and the pt rec'd inappropriate shocks. This lead was explanted and replaced. This lead was retained by the hospital. Should add'l info become available, this file will be updated.